Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, phrenic nerve stimulation was noted in multiple programmed settings on the left ventricular lead. The only programmed setting that did not result in phrenic nerve stimulation, resulted in high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.